Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that there was a problem with the patient programmer. She was not able to adjust stimulation. The batteries were only lasting 2 weeks. The first battery lasted over a month. The health care professional confirmed that the lead curled into the subcutaneous space and the patient did not want a revision. There were no patient signs/symptoms. The device system was explanted and a pump system was implanted. There was no patient injury.